Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that nurse states the arctic sun device gave an alarm and stopped therapy. Walked nurse through accessing the event log, recent alarms show 15 (unable to obtain a stable patient temperature) and 50 (patient temperature 1 erratic). Explained the device has not been able to obtain a stable patient temperature resulting in these erratic temperature alarms. Discussed this could be related to a bad temperature probe or a short in the temperature in cable. Nurse confirmed they have an esophageal probe connected to the device. They have a secondary temperature source connected to the bedside monitor, nurse states it does seem to be correlating. Tried having nurse flex the temperature cable, nurse not understanding. Informed nurse usually recommend either replacing the temperature probe itself or changing out the cable with a new cable. If they do not had any extra cables on the floor, recommend checking with their biomed department for extra cables. Nurse states they would try changing the probe. Explained if they end up getting another erratic temperature alarm, then they should try the cable.

Manufacturer narrative:
The reported issue was confirmed/unconfirmed/inconclusive. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be a failed temperature in cable. However, there was insufficient information to confirm this potential root cause. Explained the device has not been able to obtain a stable patient temperature resulting in these erratic temperature alarms. Discussed this could be related to a bad temperature probe or a short in the temperature in cable. Nurse confirmed they have an esophageal probe connected to the device. They have a secondary temperature source connected to the bedside monitor, nurse states it does seem to be correlating. Tried having nurse flex the temperature cable, nurse not understanding. Informed nurse usually recommends either replacing the temperature probe itself or changing out the cable with a new cable. If they do not have any extra cables on the floor, recommend checking with their biomed department for extra cables. Nurse states they would try changing the probe. Explained if they end up getting another erratic temperature alarm, then they should try the cable. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the serial number is unknown. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that nurse states the arctic sun device gave an alarm and stopped therapy. Walked nurse through accessing the event log, recent alarms show 15 (unable to obtain a stable patient temperature) and 50 (patient temperature 1 erratic). Explained the device has not been able to obtain a stable patient temperature resulting in these erratic temperature alarms. Discussed this could be related to a bad temperature probe or a short in the temperature in cable. Nurse confirmed they have an esophageal probe connected to the device. They have a secondary temperature source connected to the bedside monitor, nurse states it does seem to be correlating. Tried having nurse flex the temperature cable, nurse not understanding. Informed nurse usually recommend either replacing the temperature probe itself or changing out the cable with a new cable. If they do not had any extra cables on the floor, recommend checking with their biomed department for extra cables. Nurse states they would try changing the probe. Explained if they end up getting another erratic temperature alarm, then they should try the cable.